Event description:
It was reported that the device would not operate on battery power. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would intermittently fail to operate on battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.